Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 3max reperfusion catheter. During preparation for the procedure, the physician opened the package and removed the penumbra system 3max reperfusion catheter from the holder and found that it was fractured in the middle. The physician used another 3max reperfusion catheter to complete the procedure. Physician's comment: I might [have] flush[ed] the inside insufficiently. I did not pull the catheter forcefully.

Manufacturer narrative:
Result: the 3max catheter is fractured approximately 69.0 cm from the hub. Conclusion: the complaint has been evaluated. The compliant indicates that resistance was felt when the 3max catheter was being pulled out of the packaging hoop and the catheter was fractured. Evaluation of the returned product confirmed a fracture in the 3max catheter shaft approximately 69.0 cm from the hub. The operator stated that the hoop may not have been properly hydrated before the device was withdrawn. This observation is consistent with the observed damage and resistance felt by the operator as described in the complaint. The device packaging hoop must be properly flushed before removal of the device in order to prevent damage when withdrawing the catheter from the hoop. If the hoop is not adequately flushed, the polymer material may stick to the inside of the hoop, causing resistance when attempting to pull the catheter out of the hoop. These devices are 100% visually inspected during packaging. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.